Event description:
A report was received that the patient was experiencing pocket pain and a shooting pain along the leads. The patient had reportedly lost about 100 pounds (not device related) making the ipg more visible and closer to the skin. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient was receiving good stimulation and pain coverage. The physician revised the patient's ipg and the patient was reportedly doing fine. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pocket pain and a shooting pain along the leads. The patient had reportedly lost about 100 pounds (not device related) making the ipg more visible and closer to the skin. The physician has recommended a pocket revision.